Manufacturer narrative:
Correction: reporting become aware date and g3, date received by MFR was 2/17/2026. The date of that submission was 3/12/2026. H4, device MFR date: correction.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Battery compartment broken and display glass has scratches was noted. Functional testing was performed. The disposable test was failed. The probable root cause of the reported problem is downstream occlusion sensor (dso). The allegation made by the complainant was confirmed. The display glass, battery compartment and dso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that there was no cassette detection during set up. There was no patient involvement and no harm/adverse event reported.